Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Date of event: unkown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "malfunction, no further information".